Event description:
It was reported that during a scheduled procedure, the left ventricular (lv) lead could not be inserted into the lv port of the device. Another device was used in which the lead could be inserted and the procedure was completed successfully. Patient was stable post procedure.

Manufacturer narrative:
The reported event of difficulty inserting the lead into the connector port was confirmed. The set screw was found to be protruding into the lead bore. After retracting the screw, a lead was able to be inserted normally.